Event description:
It was reported by the customer that there was a broken lock bar strut on the stair chair. There was patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
Customer evaluated unit. Lock bar strut. Customer was sent the replacement part and will be performing the repair themselves. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.